Manufacturer narrative:
Conclusions:device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was not able to use the audio processor due to an inadequate position of the internal device. The new device was placed in a higher position. This is a final report.

Event description:
The user reported she had never performed well with her device. The user has been re-implanted.

Event description:
The user reported she had never performed well with her device. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.